Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple new cartridges during the load sequence. Additionally, it was reported that a cartridge leaked. Customer's blood glucose level ranged between 164-335 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.